Event description:
This is a spontaneous report by a baxter employed nurse from (B)(6) of peritonitis in a patient coincident with peritoneal dialysis (pd) therapy. On (B)(6) 2010, the patient was diagnosed with peritonitis, not requiring hospitalization. The patient did not receive remedial therapy, and the outcome and root cause of the peritonitis was unknown. Pd therapy continued.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patient discarded supplies after each therapy, the sample was not requested. A 510(k) number will not be provided in the emdr as the product code and lot number are unknown.